Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin delivery was suspended for an unknown reason. Customer's blood glucose was not impacted. Reportedly, customer resumed insulin delivery without further issues.